Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported he replaced the infusion set three times and reservoir two times with tubing. Customer stated his high are due to not administering the correct amount of the bolus. Customer stated he has tried to take 9 units and the most he has gotten was 4 units. Customer's blood glucose was 487 mg/dl. The drive support cap appears to be normal. Customer disconnected at the quick release. No air bubbles or leaks noted. Manual prime was performed and insulin did exit the tubing. Settings were correct but customer was unsure if bolus history was correct. High press test was performed and device passed. Customer was advised the device was working as designed and to do a complete set change. No further information reported.